Event description:
The customer complained that the battery of the laptop is swollen. There was no patient involvement reported.

Manufacturer narrative:
At the time of this report, the defective laptop has not yet been returned, so no investigation could be performed. Once the laptop has been returned and investigated and further information was provided, a follow up report will be submitted. The broken laptop will be replaced. The risk evaluation results in a risk acceptance level of a medium acceptable health risk.